Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the guidewire broken at 322cm from the proximal section, also the body is kinked in the middle of the device. The spring tip was returned and it was found kinked and unraveled. The overall length couldn't be measured due to the wire that was broken in the middle of the device. The outer diameter of the distal tip couldn't be measured as the distal section was not returned. All other outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-02901. It was reported that rotawire detachment and vessel perforation occurred. The chronic totally occluded (cto) was an area of instent restenosis (isr) of a non bsc stent located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During the procedure, a non-bsc microcatheter along with two non-bsc guidewires were used; however, the microcatheter failed to cross the cto lesion. Plain old balloon angioplasty (poba) was performed with two other non bsc guidewires and the same microcatheter; however, it still failed to cross the lesion. The microcatheter was then exchanged to another non bsc microcatheter which finally crossed the lesion. Subsequently, the non-bsc wire was exchanged to a rotawire. However, the physician observed something wrong when the rotaburr was advanced in the curve area of the lesion. The rotaburr was then removed and the rotawire was noted to be detached in the coronary artery. A non-bsc device was used to retrieve the detached portion of the rotawire which protruded out of the vessel. The radiopaque section of the rotawire was then grabbed as the length of the detached wire was unknown. However, the detached wire got detached to another fragment and remained in the patient. Surgery was done to remove the detached wire and bypass grafting followed thereafter. There were no further patient complications.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-02901. It was reported that rotawire detachment and vessel perforation occurred. The chronic totally occluded (cto) was an area of instent restenosis (isr) of a non bsc stent located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During the procedure, a non-bsc microcatheter along with two non-bsc guidewires were used; however, the microcatheter failed to cross the cto lesion. Plain old balloon angioplasty (poba) was performed with two other non bsc guidewires and the same microcatheter; however, it still failed to cross the lesion. The microcatheter was then exchanged to another non bsc microcatheter which finally crossed the lesion. Subsequently, the non-bsc wire was exchanged to a rotawire. However, the physician observed something wrong when the rotaburr was advanced in the curve area of the lesion. The rotaburr was then removed and the rotawire was noted to be detached in the coronary artery. A non-bsc device was used to retrieve the detached portion of the rotawire which protruded out of the vessel. The radiopaque section of the rotawire was then grabbed as the length of the detached wire was unknown. However, the detached wire got detached to another fragment and remained in the patient. Surgery was done to remove the detached wire and bypass grafting followed thereafter. There were no further patient complications.